Event description:
Residents were attempting arterial line insertion in left radial artery. Micropuncture kit utilized without incident until the guidewire was to be removed. The guide wire was partially removed when resistance was felt and the guide wire was discovered to be frayed. Vascular residents attempted to remove the wire with concern regarding the resistance felt. The residents prepared for a cut down after starting and initial incision, the wire was able to be removed intact. Confirmed with customers risk mgr - post procedure the pt was doing fine and no harm to the pt.

Manufacturer narrative:
(B)(4). Two wires were returned. One the complaint device including the separated section and a second unused wire in the spiral holder. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections during mfg and again, prior to transport. This device is supplied with an attached caution label on which it illustrated; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." An examination of the returned product find no reasons for the device failure. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle (per warning label) or other instrument. Less frequency, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. The examination of the returned device together with the event description provides no reason for device failure. Root cause is inconclusive. We will continue to monitor for similar complaints. Per the quality engineering risk analysis, there is insufficient risk.